Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing noise. The physician elected to explant the ra lead. The patient's condition remained stable.

Manufacturer narrative:
The reported event of noise was not confirmed. Only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. Further analysis noted the inner insulation was cut / damaged consistent with procedural damage. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received indicates that the right atrial lead was replaced as well.